Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited out of range (oor) pacing impedance greater than 2500 ohms. An rv lead revision was performed in which it was determined that a fibrosis had formed and caused the rv lead to bend. This rv lead was then surgically abandoned and a new lead was implanted. Additional information was obtained from a local boston scientific field representative indicating that this pacemaker was explanted per physician's decision and that it will not be returned for analysis. A new pacemaker was implanted. This rv lead and pacemaker are no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.